Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had good relief of pain for about 12 months. The patient stated since that time the stimulator appeared to increase her joint pain in her right leg. The patient did not report any incident and reported that she still had joint pain with the stimulator turned off, but it appeared to be slightly worse with it turned off. The battery had become overdischarged and the patient wanted to have the system removed. It was unknown if there were any environmental factors that lead to the issue and the patient did not want her device reprogrammed or impedances tested. The system was explanted and it was unknown if the issue was resolved at the time of the report. The indications for use were failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.